Event description:
It was reported that during the attempted implant of transcatheter aortic valve, the delivery catheter system (DCS) was unable to advance to the aorta. Subsequently, the system was withdrawn, and a new valve, DCS and compression loading system (CLS) were opened. Following loading of the valve into the DCS and insertion into the patient, the valve was deployed successfully. Upon removal of the DCS, the nose cone of the DCS caught on the frame of the valve, resulting in dislodgement of the valve into the ascending aorta. Subsequently, the valve was snared into a stable position, and a new valve was implanted successfully. Per the physician, the patient's tortuous anatomy contributed to the inability of the first DCS to advance.

Manufacturer narrative:
Continuation of D10: Section D information references the main component of the system. Other relevant device(s) are Product Id: E VFXPLUS-26, Serial/Lot #: (b)(6), UBD: (b)(6) 2027, UDI#: (b)(4). H6. The codes present in Section H6. correspond to multiple components/products that comprise this reported event. A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.